Event description:
It was reported after approximately 21 minutes of onyx injection with onyx reflux, the catheter broke off at 15cm from the distal tip during removal. The broken segment remained in the patient. No patient injury reported.same event as MDR# 2029214-2012-00048.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).